Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. However, it was noted that the returned device found a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the device change out procedure the replacement implantable cardioverter defibrillator (ICD) had a grommet/setscrew problem as it was noted that when the lead was connected the svc (superior vena cava) and rv (right ventricular) lead impedance were in-stable. The physician then decided to not use this replacement ICD and it was replaced with a new device. Additionally, it was reported that after placing the ICD the right ventricular (rv) lead pacing impedance was high. It was noted to be greater than 3000 ohms. The physician decided to abandon the rv lead and replace it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.